Event description:
A customer had a problem with the single lumen PICC. The customer reports the "PICC was inserted in 2006 at 8:30pm. The customer put the baby on intra-lipids infusion through the next day. The night nurse did not notice any problems however on 02/2006 at 7:00 am the day shift nurse noticed a problem. The occlusive dressing was loose, when the nurse changed it she noticed the intra-lipids leaking from the PICC. The leak is about 1cm down from the butterfly.